Event description:
It was reported that the right ventricular lead was replaced due to increased and high rv and svc impedance; measurements ranged from 50 ohms to 300 ohms. A possible lead fracture was suspected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data collected from the device indicates the hvb and svc impedance measurements were in the 30 -50 ohm and 40 - 60 ohm range respectively until 2009 when the range over the last six weeks was 39 - 168 ohms and 50 - 316 ohms respectively.